Event description:
As reported by the user facility: bbraun pump kept warning stopping for air bubble. After multiple attempts of troubleshoot the pump and restarting medication, nurse primed a new tubing. While attempting to prime the new tubing using the pump, the patient became bradycardic. When able to re-started the pump, patient became asystole.